Event description:
It was reported that during an unk procedure, error code handpiece on display, no further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specs for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur. Causes that may contribute phase margin being out of spec are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process. The torn acoustic isolator is a result of moisture ingress. Moisture ingress is when moisture enters the instruments inner cavity. Once the o-rings deteriorate the change of getting moisture inside greatly increases. The type of sterilization could affect the life of the handpiece. The slowest and gradual (i.e. Sterrad) is the best method for prolonging the use of the handpiece. Sterilization methods that are fast, such flash, can lead to overall decrease life or usefulness. Another possibility is the misassembly of the o-rings at these interfaces can increase the probability of moisture leaking in. The mfg process has several safeguards in place to avoid the incorrect placement of the o-rings.